Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose of 600 mg/dl at the time of the event. It was reported that the insulin pump got unexpected power loss which led up to the high blood glucose event. Troubleshooting was performed for the unexpected power loss and found that the power loss alarm was cleared but did not receive pump rewind. The pump passed the self-test. No further patient complications were reported. The customer will continue using the device and will not be returned for analysis.